Manufacturer narrative:
(B)(4). The rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. The complaint rt268 infant dual-heated evaqua2 breathing circuit is expected but has not yet been returned to fisher & paykel healthcare to determine if it caused or contributed to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that there were loose connections in the rt268 infant evaqua2 breathing circuit. It was reported that the proximal line didn't fit properly and the swivel wye disconnected from the rest of the circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt268 infant dual heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the complaint rt268 circuit was returned to fisher and paykel healthcare (B)(4) for inspection. It was visually inspected and pressure tested. Result: visual inspection revealed that there was no damage to the breathing circuit at the connection between the circuit and the swivel wye. The pressure test result was within the specification. Conclusion: we were unable to determine what may have caused the event reported by the customer as there were no fault found with the complaint rt268 circuit that was returned for investigation. All rt268 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt268 state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms.

Event description:
A distributor in (B)(4) reported to a fisher and paykel healthcare field representative that there were loose connections in the rt268 infant evaqua2 breathing circuit. It was reported that the proximal line didn't fit properly and the swivel wye disconnected from the rest of the circuit. No patient consequence was reported.